Event description:
It was reported that (2) devices were used during a laparoscopic cholecystectomy. It was reported that the clips will not close correctly and misformed staples. No further information is available. Another device was used to complete the case. There was no consequence to patient.